Event description:
Pump reported to be set at 20 ml/hr with a 500 ml bag of heparin (500 mls d5w w/25,000 units). Four hrs later the bag was reported to have infused. The pt's prothrombin time level was taken and was reported to be "very high." There was no reported medical intervention. No pt injury resulted. The pump was also reported to be involved in a vague overinfusion of antibiotic prior to this issue. No clinical details were available. No pt injury resulted.